Manufacturer narrative:
P-cap locks properly into the reservoir compartment. Unit power up properly after battery installation. Unit was downloaded successfully using (thus software) for reference. Unable to confirm failed batt test alerts using download due to corrupted download history files. However, in history alarm screen, pump recorded several failed batt test alerts on (B)(6) 2023. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the self test, sleep current measurement, active current measurement and displacement test. No failed battery alarms noted during testing. Unit functioning properly. Pump received with normal operating currents. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit tested successfully. Unit also received with pillowing keypad overlay, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case and scratched case. In conclusion, customer concern with failed battery test was not confirmed during functional testing. Unit successfully powered up after battery installation. No failed batt test found during full functional testing. Unit tested successfully. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a battery failed alarm. Troubleshooting was performed and advised the customer to securely fasten the battery and align the battery slot horizontally with the pump. Also, the customer did not receive a battery failed test alarm. No harm requiring medical intervention was reported. A replacement battery cap will be provided to the customer. The customer will continue using the insulin pump and will be returned for analysis.